Event description:
Additional information received from a manufacturing representative reported the patient was doing fine after being reprogrammed.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3387-40, lot # l69892, implanted: (B)(6) 1999, product type lead; product ID 7482a95, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v073564, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
A company representative (rep) was notified by health care provider (hcp) that the patient fell and hit his head. The impedance measurements were taken and left side was greater than 4000 ohms. The rep had not seen the patient yet. The hcp tentatively scheduled appointment on (B)(6) with the rep to attempt to troubleshoot the issue. There were no symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson¿s dual and movement disorders